Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The blood glucose reading at the time of admission was unknown. Troubleshooting was performed, and the insulin pump was programmed correctly. Reviewed the alarm history, and found no delivery alarms. Conducted the prime test, and the insulin pump alarmed no delivery. Found that the insulin was very cloddy inside the reservoir compartment. Advised the caller that the insulin might be expired, and might be causing the alarms. Advised the caller to get a new infusion set, reservoir and insulin, then call back to continue troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.